Event description:
It was reported that the patient has a history of sinus tach episodes where the rate climbed into the ventricular tachycardia (vt) zone. The implantable cardioverter defibrillator (ICD) device sometimes appropriately classified episodes as supra ventricular tachycardia (svt) and other times classified episodes as ventricular tachycardia (vt). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant 5071-53 lead implanted: 2012-(B)(6), 6981m adaptor, implanted: 2012-(B)(6), (B)(4).